Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue when inputting a value into the bolus menu. Reportedly, the customer attempted to enter a value of 30 for a bolus; however, the pump would display a value of 300 instead. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform further troubleshooting with tandem technical support.